Event description:
Paramedics responded to a person in cardiac arrest. The patient was connected to the device with ECG electrodes and diagnosed in ventricular fibrillation. According to the reporter, when disposable defibrillation/ECG electrodes were applied to the patient and connected to the device, the device alarmed connect electrodes and would not charge. No further datails of the reported event are known and patient outcome is unknown.